Event description:
The customer reported the ventilator displayed the mask port menu after resetting. There was no patient involvement. The customer spoke with a remote service engineer (rse) who advised the mask and port must be selected from the menu tab and the message would be removed when the user confirms the selection or after 5 minutes. The rse advised the customer to run a full performance verification testing (pvt) to help diagnose the ventilator. The customer ran a full pvt and the ventilator passed. The issue is resolved.